Manufacturer narrative:
Investigation summary: through investigation it was found the second technician deviated from the product/package insert instructions. A review of the package insert (pi) was conducted for clarity of instructions. No issues were found. Root cause: the reported problem we believe is related to a deviation from the instructions called out in the package insert. Source: phone.

Event description:
Customer is reporting discordant results on one patient when run by two different technicians. First technician received a result of sars positive, second technician received a result of flu a positive & sars positive. Through investigation it was found the second technician deviated from the product/package insert instructions.